Manufacturer narrative:
(B)(4). Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause of the stroke is unknown. However, the patient¿s age, sex and multiple comorbidities could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the tvt registry, on the day of the procedure, the patient had a stroke post tavr. At this time, no additional information has been provided. The patient underwent a transfemoral tavr, tolerated the procedure well, and was transferred into the cardiothoracic ICU in stable condition. Upon arrival into the surgical ICU, the patient complained of left arm paralysis. The stroke team and neurology were called. The patient underwent a head CT and was found to have a small distal mca stroke. She was immediately started on heparin, aspirin, and coumadin with almost immediate resolution of symptoms. On postop day one, head CT was repeated with no significant change. Coumadin was dosed. Beta-blocker was started. The patient was transferred with no residual stroke symptoms. On postop day two, the patient went into rapid atrial fibrillation when she exerted herself into the 150s. Her beta-blocker was increased and extra dose of digoxin was given with good relief. On postop day five, the patient's inr was 1.67. Neurology was consulted. They found this level to be acceptable for discharge, as did her local cardiologist. The patient was then cleared for discharge.